Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the ercp the spyglass probe was preloaded into the spyglass access & delivery catheter and placed within the patient. As the physician was advancing the probe, some resistance was felt. The physician used additional force to advance the probe and the probe snapped in two pieces. The probe broke outside the patient at the small clear plastic entry point on the spyscope access & delivery catheter. No fragments detached within the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the ercp the spyglass probe was preloaded into the spyglass access & delivery catheter and placed within the patient. As the physician was advancing the probe, some resistance was felt. The physician used additional force to advance the probe and the probe snapped in two pieces. The probe broke outside the patient at the small clear plastic entry point on the spyscope access & delivery catheter. No fragments detached within the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the probe is severed into two parts. The image and illumination fibers were severed. The proximal cam groove revealed no wear. No debris was present on the distal or proximal image fiber faces. The probe was not functioning to specifications. The condition of the returned incident device was consistent with the complaint which stated that the probe broke into two separate pieces. Based on the results of the investigation the most probable cause is wear and tear. The spyglass visualization probe has been validated to 20 cycles of reprocessing with no image degradation. The true number of procedural uses, however, will depend on how the spyglass probe is handled. A review of the device history record was performed; no deviations cited or observed on any documents. (B)(4).